Event description:
It was reported that during a lap colectomy procedure, a device doesn't work after connecting to the handpiece and error code 5 was shown on the screen of the generator. Not noted how case completed. No patient consequence.